Event description:
User facility reported an hl-90 unit that ignited suddenly after in use for two hours. They reported that the power cord of the unit caught fire during surgery and the doctor extinguished by putting water on immediately. No adverse outcome reported. Event occurred at hospital in anotehr country.

Manufacturer narrative:
Smiths medical was notified of this event in 2009. However, the manufacturing site was not aware of this event until 2009. Evaluation: investigation: smiths medical investigated the returned unit. They observed a burn mark on the power cord stress relief connector at 1-2 cm before the base unit, black grime by the ignition at the surface of the unit's body and indication that the power cable had been bent and stressed. There were no burn marks inside of the unit. The cable was replaced and the unit functioned properly. A review of our complaints database reveals one report dealing with a power cable burn mark and that report was deemed to be due to user pulling on the power cord to move the unit around. Root cause: it is hypothesized that the probable cause for this event was misuse by the user in moving the unit by means of pulling on the power cord. We believe this to be an isolated event as there is no trending history of defects of this nature indicating a product failure. This report has been logged for trending.